Event description:
Event #1: flushing long-term central venous catheter (ltcvc) to perform blood draw. While flushing the red lumen ballooning of the line was noticed. Immediately stopped flush. Unable to flush white lumen of ltcvc. Inspected line and noted line to be intact. Line will not be used. Placed 'do not use' sticker on both lumens of line. Event #2: hickman catheter was placed early march. Catheter cared for per institutional standards of practice. In the morning, late may, noted that the catheter was ballooning while flushing, indicating weakness in the lumen. Caught prior to the line bursting. Line will need to be removed and will be replaced with a PICC.